Event description:
(B)(6) of (B)(6) implanted a tmj concepts prosthetic in my right joint. Within 6 months, I developed hemimasticatory spasm. I had been a high functioning attorney but am now permanently disabled I haven't had a pain free day in 13 years and am bedridden 95% of the time. To make matters worse, because of a billing error on his part, (B)(6) abandoned me as a pt, malpractice under the (B)(6) revised code. He did no f/u reporting and left me in the dust with no recourse despite being intimately associated with my issues. The joint is in failure. I can barely brush my teeth. I now know that he misrepresented the efficacy of these units. He knew or should have known many units were being removed within 3 to 5 years. I was never so advised or given that option. Pt drop out is a huge problem in data collection on these units. I was compliant and kicked out. I believe he should be sanctioned. He basically ruined my life.